Manufacturer narrative:
The reported failure in pre-use check during the o2-cell/sensor test was not reproduced during the tests of the returned oxygen gas module in a reference ventilator. No alarms were generated during ventilation, nor any deviation during tests in the production test system. The failure was confirmed in received device logs. The reported problem could not be reproduced, therefore the cause could not be determined in this investigation.

Event description:
(B)(4).

Event description:
It was reported that the ventilator failed o2 sensor test during pre-use check. There was no patient involvement. (B)(4).